Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant the lead was not implanted due to the physician feeling that the fixation was not strong enough.